Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised forced sensor system error. The customer's blood glucose level was 140 mg/dl. The customer reported that the insulin pump was not working. The customer reported that the insulin was squirting out. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that they had issue with connecting infusion set, customer mention the insulin exits the tubing with a force, like its squirting. The customer already called about other pump error but it did not get properly troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery , battery out limit, a13/e13 and failed battery test alarms noted during testing. However, device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime or fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.